Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target de novo lesions were located in the proximal and distal left anterior descending artery. The vessel was described as tortuous, moderately calcified, and 80% stenosed. The distal lesion was not pre dilated. A taxus express2 2.25 x 20 mm was inflated to 9 atms and again to 14 atms. There was no difficulty in removing the stent. The proximal lesion was predilated with a 2.0 x 20 mm avion balloon. Using a 6fr jl guide wire the physician placed and deployed a taxus express2 2.5 x 16 mm drug eluting stent. The area was inflated for 20 seconds at unk atms. Once the balloon was inflated it was completely deflated. During the removal the catheter moved until it reached the stent. The physician felt withdrawal resistance as the balloon was stuck to the stent. The guide catheter was placed to the ostium again and the system was removed with a powerful pull. There were no reported pt complications.